Manufacturer narrative:
B3:updated h11:updated customer reported chart check showing overrides. The investigation was completed by conducting a thorough evaluation of the product and the reported information. On 10 october 2024, field 2b and 2c were sent to the machine and treated in full. Mosaiq incorrectly displayed the actual mu in both the override report and the header section of the treatment chart window for the field. This incorrect recording was caused by the erroneous specified meterset value (field b:76mu instead of 142mu and field c:78mu instead of 139mu) recorded in the beam record from the third party machine that mosaiq received and used. The fields, however, were treated in full and recorded correctly in the treatment history report. There was no mistreatment of field 2b or 2c for this patient. The defect was resolved in mosaiq 2.83.040 which was available from 30 march 2021. The customer is using mosaiq 2.64.296.0001, this version is end of life and no longer supported. The customer is planning an upgrade to a newer version of mosaiq. Please note this case is for the first patient. The second patient is addressed in clm 03650021 (2950347-2024-00012).

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed. H4: manufacturing date is not on the label, but it is known so field h4 has been completed with this information. Please note this case is for the first patient. The second patient is addressed in clm 03650021 (2950347-2024-00012).

Event description:
Customer reported chart check showing overrides.